Event description:
It was reported that a malfunction alarm occurred on the pump. There was no information provided about any adverse impact on the customer's blood glucose level. The customer had not previously reset the pump for this issue within the past 24 hours. Technical support assisted the customer in resetting the pump, and the issue did not recur after the reset. The customer was instructed to continue using the pump and to contact support again if the malfunction code appeared once more.